Event description:
Breast implants; breast pain (burning, pulling, throbbing), back shoulder and chest pain, chest rashes, tingling and numbness in extremities, recurrent illness and activation of (B)(6), throat infections, weight gain, bladder and bowel disorder that has had to be treated with surgery and regular medication, low blood pressure, breathing difficulty, debilitating physical pain, exhaustion to the point of being almost completely bedridden, anxiety and depression. Had to be hospitalized and tested multiple times with no answers for years. Removed and problems 90% resolved. It has been life changing improvement.